Event description:
It was reported that the implantable neurostimulator would turn off spontaneously. Continuous events of the device switching off occurred while the patient was in a "normal" environment where there were no known sources of electromagnetic interference. The neurostimulator was explanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3023, serial# (B)(4) found no anomaly.

Event description:
Additional information received reported that the explanted implantable neurostimulator (ins) was replaced with another ins. Patient outcome was not provided.